Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 cubie pocket b1 failed, got stuck when tried to pull it out and was unable to recover. The field service engineer (fse) performed a rail swap on the station after identifying that the rails had fallen apart and tested within application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary b1 drawer 6 was getting stuck when attempting to pull it out, and the user was unable to recover the space. The user confirmed that the drawer could be opened, but only with significant force. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.